Event description:
During troubleshooting of an unrelated alarm, it was reported that a home patient had disconnected a supply bag and reconnected it to a different cassette line. This occurred during fill cycle four of peritoneal dialysis on the home choice. The technical service representative assisted the patient in ending therapy. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the fill stage, where the home patient stated they had disconnected a supply bag and reconnected it to a different cassette line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.